Event description:
It was reported that during a laparoscopic liver procedure, the first device was closed on liver tissue, the surgeon waited for fifteen seconds and then went to fire but the device was locked and he couldn't progress the knife blade. He opened the device and swapped for a new stapler and a new reload. After articulating this device he closed on tissue, again waiting for fifteen seconds, he went to fire the device but couldn't progress the knife blade and the device would not open. He used the red button to return the knife blade but after firing the device he still couldn't open it. The echelon was jammed closed on the tissue and had to be cut off the specimen. The specimen was removed using the argon, the device was attached and had to be cut away from the tissue. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how was the procedure completed? The procedure was completed as normal (laparoscopically) with the device attached to the specimen. When the specimen was removed the echelon came out attached to it. Was there any change in the post-operative care for the patient as a result of the event? No did the devices deliver any staples before it locked? No, the first device delivered no staples and could not be fired although I inspected the devices and was able to ¿trick¿ the reload and was able to fire it. It was impossible to see with the second device as this was locked closed, it couldn¿t be opened and couldn¿t be fired. The reverse knife blade button was also broken so it¿s currently in the locked closed position. The liver tissue from the specimen had to be cut out of the closed jaws.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60a device was returned with the anvil closed the firing mechanism jammed and with an ecr60w cartridge loaded on the device. Additionally the device was received inserted through a b12lt trocar. The reload was noted to be partially fired 1/10. Additionally, the knife was noted to be partially advanced into the lockout region. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. This is consistent with applying a high force to the firing trigger on a locked device. The batch record was reviewed and no anomalies were noted during the manufacturing process.